Manufacturer narrative:
Investigation summary: a complaint of a set failing was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 42434e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing was defective during use. The following information was provided by the initial reporter: "there was a second tube that failed the next day in the same manner...what the issue was with the product? Unknown, tubing fell apart".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing was defective during use. The following information was provided by the initial reporter: "there was a second tube that failed the next day in the same manner...what the issue was with the product? Unknown, tubing fell apart".